Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The product was not returned for analysis. Only photo was returned. Photo review: returned photo shows implanted iol. There appear to be dark marks present on the iol. The origin of the observed marks cannot be confirmed from the returned photo and without the evaluation of the physical product. Based on our observation of the attached photo, there appear to be dark marks present on the implanted iol. The origin of the observed marks cannot be confirmed from the returned photo. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, something on the lens. Additional information was received lens was left implanted, surgeon was unable to remove whatever was on lens.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).